Manufacturer narrative:
(B)(4). The product has been requested for investigation and a follow-up will be submitted once results are available.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 400 mg/dl, 300 mg/dl, and 100 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.